Event description:
The customer stated that the insulin pump alarmed motor error. The customer's blood glucose reading at the time of the report was 384 mg/dl. Troubleshooting was performed. Initially, the insulin pump failed the displacement test. However, the insulin pump passed the displacement test on the second attempt. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during bolus delivery and failed the displacement test, due to a problem isolated to the motor.